Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up and giving an error indicating it was failing to connect to the host. Upon troubleshooting, fse found the host pc has a basic input/output system (bios) issue. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the host pc and hard disk drive by the fse has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device was not booting, giving an error indicating it was failing to connect to the host. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.